Event description:
On (B)(6) 2012, pt reported a cartridge leaked insulin during use. He discovered the leak when he smelled insulin and noticed condensation around the cartridge plunger. He did not see any insulin inside the cartridge compartment of the infusion device. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The cartridges were replaced and requested for evaluation.